Event description:
This is being filed to report a leak. It was reported that a patient presented with grade 3 functional mitral regurgitation (mr), thick leaflets, and a dilated left atrium. During a mitraclip procedure, aspiration was performed as the dilator of the steerable guide catheter (sgc) was removed. Air entered the device, because the tip of the sgc had been contact with the posterior wall. Air did not enter the anatomy due to continued aspiration. Air was removed from the device by aspiration and keeping the sgc tip away from the posterior wall. The procedure was completed, reducing mr to grade 1. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported air ingress was due to procedural circumstances. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.